Event description:
It was reported that during an under rag resection procedure, the device did not staple correctly after the third reloading. There were misformed staples. Took new instrument to complete the case. No further information is available. There was no adverse patient consequence.